Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. Based on the visual analysis of the provided x-ray evidence, no device nonconformance was identified. However, based on mating liner evidence, a disassociation from mating liner to the cup was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 12/19/2023. 3) any anomalies or deviations identified in DHR: n/a. 4) expiry date: 11/30/2030. 5) IFU reference: IFU-0902-00-701. Device history review : a manufacturing record evaluation was performed for the finished device (121722048/9664917) product and lot numbers,  and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :the device associated with this report was not returned to depuy synthes for evaluation. Based on the visual analysis of the provided x-ray evidence, no device nonconformance was identified. However, based on mating liner evidence, a disassociation from mating liner to the cup was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 12/19/2023. 3) any anomalies or deviations identified in DHR: n/a. 4) expiry date: 11/30/2030. 5) IFU reference: (B)(4). Device history review : a manufacturing record evaluation was performed for the finished device (121722048/9664917) product and lot numbers,  and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent surgery on (B)(6) 2021. On (B)(6) 2023, she went back to the doctor claiming to have pain and discomfort. She underwent revision surgery, removing the acetabular cup and liner; implanting materials from other orthopedics. Doi: (B)(6) 2021. Dor:(B)(6) 2023. Unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found evidence of disassociation on the inner surface. Therefore, the reported allegation of pain and discomfort can be confirmed due to the investigation findings might have contributed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4); 2) date of manufacture: 12/19/2023; 3) any anomalies or deviations identified in DHR: n/a; 4) expiry date: 11/30/2030; 5) IFU reference: IFU-0902-00-701.